Event description:
The customer received questionable free thyroxine (ft4) and triiodothyronine (t3) results on their e170 analyzer. The customer had six patients with ft4 results of >7.77 ng/dl and t3 results of >651 ng/dl. The customer had two patients with t3 result of >651 ng/dl. The customer had one patient with an ft4 result of >7.77 ng/dl. All these results were reported outside the laboratory. The customer received an "abnormal sipper 1 movement" alarm and they found that sipper probe 1 was bent. The service engineer replaced the sipper probe. The samples were repeated and the results were "normal" for all patients. There were no adverse events. The ft4 and t3 reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
This event occurred in (B)(6).